Event description:
A customer reported he received a reading on his adc blood glucose meter which was higher than a reading received by a paramedic and noted his meter has been giving "constant high readings", but could not recall what they were. Customer further reported that on "(B)(6) 2012 at about 11:00 pm" he received an unspecified reading on his meter, self-administered an unknown amount of insulin in response and then went to bed. He further reported that the next day on "(B)(6) 2012 at about 7:00 am" he awoke experiencing "sweats", was "unresponsive", noted his "body temperature dropped to 91" and subsequently lost consciousness. Paramedics were called and upon arrival received a reading on their unknown brand of meter of 29 mg/dl. Customer was treated on the scene with an intravenous infusion of "glucose" and then transported to a local healthcare facility where he was diagnosed with hypoglycemia. Customer acknowledged he received an injection, but did not know what it was called. Customer denied self-treating. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The meter has been returned and an investigation is in process. A follow-up report will be submitted once the investigation is completed. The date of manufacture is unknown. The date listed as the MFR date is the date when abbott diabetes care became aware of the event.

Manufacturer narrative:
The reported product was returned for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. (B)(4)